Event description:
A falsely elevated troponin I result of 3.43 ng/ml was obtained on a pt sample. The result was not reported. The sample was retested on the same instrument and results of 0. 18 and 0.06 ng/ml were obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the most likely cause for the falsely elevated troponin I result was na r1 probe fluidics issue.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the most likely cause for the falsely elevated troponin I result was an r1 probe fluidics issue. A dade behring field service rep. Was dispatched to the account and corrected the malfunction. The instrument is operating within specifications.